Event description:
It was reported that the pump battery depleted too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer started a new sensor session to reconnect to the previously entered transmitter, which was expected to normalize battery depletion once successfully established.